Event description:
During an equipment checkout, it was noted that the interlock slide mechanism was missing. There was no report of patient involvement.

Manufacturer narrative:
Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under report no. (B)(4).